Event description:
Caller alleges imprecision with inratio, results as follows: first test inr = 4.8. Second test inr = 6.8. Third test inr = 6.8. Fourth test inr = 7.2. Caller alleges inaccuracy with inratio. Results as follows: date: 2007. Inratio: 4.8, 6.9 (pt#1), 6.9 (pt#1), 1.1 (pt#2), 1.1 (pt#2). Coaguchek: 3.4, 3.1, 3.0, 2.7, 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot : 070202. First test inr = 4.8, second test inr = 6.8, third test inr = 6.8, fourth test inr = 7.2. Mean = 6.4; sd = 1.2; %cv = 18.0%. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is not required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end user at time complaint was filed: date: 2007. Inratio: 4.8, 6.9 (pt#1), 6.9 (pt#1), 1.1 (pt#2), 1.1 (pt#2). Coaguchek: 3.4, 3.1, 3.0, 2.7, 2.6. Mean: 4.1, 5.0, 5.0, 1.9, 1.9. Confidence limits: 2.4 - 6.1, 2.8 - 7.2, 2.8 - 7.2, 1.3 - 2.7, 1.3 - 2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for the inr testing for the first 3 data sets. For the 4th and 5th data sets, the inratio value is not within the confidence limits. The results are considered discrepant within the context of the documented variability for the inr testing. Therefore further testing is required at this time.